Event description:
A customer reported that during cataract surgery, a system message displayed. The system was rebooted and the message was successfully cleared. There was no reported harm to the pt. Service records indicate unk surgical intervention was necessary, however, there is not other info available at this time. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).